Event description:
The user facility reported that the impella cp was implanted on a 64-year-old male patient in bailout situation after acute myocardial infarction emergency. Support from impella was not enough, so an emergency ECMO implantation was performed. After ECMO, impella low flow occurred. However, the ECMO site was bleeding heavily which lead patient to hemorrhagic shock and the patient expired.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ the patient's outcome was reviewed by abiomed's medical safety officer. It was determined that the hemorrhagic shock occurred on ECMO insertion. This is not an impella related death. Even though the patient was anticoagulated for the use of the impella device, it was also said (per the reported information) the patient was dying due to massive blood loss; after ECMO was running a ¿big¿ hematoma on the ECMO insertion side was seen. Regarding the low flow, if there was no flow and no other reason beyond why there was no flow, it could be likely because 1) the patient could have ¿bled out or 2) the impella could be malfunctioning at the same time, not providing enough flow. It is, however, more likely that the patient was bleeding out because of the volume issue. However, there is not enough information at hand to draw this conclusion. We need to be able to confirm the impella device was providing enough flow; it was not malfunctioning. This cannot be said when there is a line in the report stating low flow. There is no direct or indirect causal relationship between the demise outcome and the impella device use. Thus, this is not an impella related death.

Manufacturer narrative:
The investigation of low pump flow has been completed. No product was returned. Data logs show pump running on auto with good flows when started. An hour in, there were suction alarms and flow reduced in response to the alarms. Pump is then turned down to p2 where flows and placement signal trend downwards. The root cause of the low pump flow was most likely patient condition related since there was a reduction in flows due to suction and the patient was placed on extracorporeal membrane oxygenation (ECMO).